Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen sensor for the electronic pt gas system (epgs) would not calibrate. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The complaint was confirmed by MFR's foreign assoc. The oxygen sensor was replaced in the field and suspect sensor has been returned to the MFR for further eval.